Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2021-06417. It was reported the patient experienced high impedances on their lead. Surgical intervention was undertaken on (B)(6) 2021 in which the lead was explanted and replaced. Note: it is unknown which lead had high impedances so both are being reported.

Manufacturer narrative:
Event date is estimated.